Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that prior to use it was discovered that the stopper was separated from the plunger with a bd syringe 10 ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: the nursing staff used the outer packaging without damage and during the period of validity. When opened the packaging and released and the pressure, found the stopper was separated from the plunger rod.